Event description:
Note: this event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report # 3005099803-2009-00271 for a description of the other event. Note: date of the event is unknown. It was reported to boston scientific corporation on october 6, 2008 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during an anastomosenstenose esophageal dilatation procedure. According to the complainant, "the balloon lost the pressure and they removed the balloon". The physician tried to fill up the balloon with water, but the water leaked. The procedure was completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Visual examination of the returned device revealed that the balloon was torn longitudinally from the proximal to the distal tip. The root cause of the complaint could not be determined, however, the condition of the device indicates that the most probable root cause of the damage is due to contact with a sharp exterior source such as a calcified lesion during use. The device history record for this lot was reviewed; no anomalies were noted. A review of the complaint database revealed no additional complaints reported for this lot.